Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit was alarming "vent inop" and had motor fault and transducer fault errors in the error log. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The combination of transducer faults at power-up/auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.